Event description:
Tibial implant loosening was reported for patient with a total knee implant. Revision surgery of the tibial implants occurred.

Manufacturer narrative:
Tibial implant loosening was reported for patient with a total knee implant. Revision surgery of the tibial implants occurred. Review of the device history record indicates that the device was manufactured to specification.